Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the event was likely procedure rather than device related. The device was not returned.

Event description:
It was reported to nevro that during a trial procedure, the physician accidentally brushed up against a nerve resulting in patient experiencing excruciating pain post-surgery. The patient was taken back to the or where physician removed the existing leads. He re-accessed the space and completed the trial procedure with repositioning the new leads. Follow up report indicate that the surgical pain has subsided and patient has completed the trial successfully without any further complications.